Event description:
De mayo knee positioner was used on a patient and then sent to central sterile processing department (cspd) for cleaning. Bioburden was found on the equipment. The label states to not dismantle the equipment. The tech dismantled the equipment to clean and sterilize it and found dried bioburden.